Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to an elevated sensing integrity counter (sic) and high rate non-sustained ventricular tachycardia (hr nsvt) episodes. It was determined that the episodes were due to cautery during a hip replacement procedure. The ICD remains in use. No patient complications have been reported as a result of this event.